Event description:
The patient indicated that starting 2 or 3 months prior to the call she had been having tingling in her mid-buttock on left side, from her vagina all the way to her knee and it was painful too much, she thought it was too much stimulation. The patient indicated that it was painful and she could not lie on her left side. It was noted that the patient had vertigo and falls all the time. The health care provider (hcp) told the patient the neurostimulator (ins) had moved. It was indicated that the hcp did not think it was related but told the patient to turn stim off to see if it was going to stop or not. The patient reported overstimulation and wanted help to check if the ins was off. It was indicated that patient was getting poor communication, low programmer battery screen. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v846431, implanted: (B)(6) 2012, product type lead. (B)(4).